Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, erythema, infection (unknown onset)

Event description:
Healthcare professional reported left side "seroma, infection, and redness". The device has been explanted and replaced.